Event description:
I am a type 1 diabetic, completely reliant on a medtronic minimed insulin pump. The insulin pump has been malfunctioning while I have been traveling internationally. Medtronic states that because my insulin pump warranty is out they cannot help me. I believe it is a material product failure. I believe that the motherboard of my pump is failing resulting in no delivery alarms and weak battery tests. I have had several pumps replaced of the same mode due to this issue. At this point, I believe that there may need to be a total recall and replacement of this pump model. It is dangerous. At this point, I am having to give injections every 20-30 mins at an attempt to replace the pump as there are no other treatment options, outside of hospitalization until monday when my medical team can be reached. This is unreasonable and needs attention. Medtronic must be held accountable for the function and use of their life sustaining devices. FDA safety report ID# (B)(4).